Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I have a patient who just accidentally drank the solution of polident denture cleaning tablets [accidental device ingestion]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2023, the patient started polident denture cleanser. On (B)(6) 2023, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on (B)(6) 2023. It was reported that, "I am the pharmacist of. A patient here just accidentally drank the solution of polident denture cleansing tablets. I would like to know if there is any way to help the patient. The reason for drinking by mistake is because the patient usually takes a medicine called phlegm-resolving tablet, which is taken by putting it in water to dissolve and then drinking it. (The method of use is similar to that of polident denture cleansing tablets) at present, the patient has not experienced any discomfort, and came to the clinic directly after drinking the cleansing tablet solution by mistake. Agree to share personal information with the safety team. Agree to the safety team follow up call to the clinic is not connected after calling the clinic, there is only a rustling sound, but no one responded called to the clinic is no sound after calling the clinic, there is only a rustling sound, no one responded the call to the clinic is not connected. If the staff of the clinic calls up to, colleagues kindly confirm the specific sku, and inform that the case has been urgently upgraded, thank you called the pharmacy for more information. The pharmacy said that the consumer brought the product to the pharmacy yesterday, but did not provide the specific specifications of the product. The consumer has been advised to go to the emergency department of the hospital for treatment".